Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause is not established. Most likely the failure is due to the blower internal hw. As a resolution, vyaire sent new blower under warranty for this case.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However log show alarm 241 "temperature of blower high and alarm 240 "temperature of blower too high" triggered a on (B)(6) 2023 6:18 am together and blower start retry entry on (B)(6) 2023 6:28:05 am. The user restart the unit and alarm 316-blower failure triggered on next startup on (B)(6) 2023 9:50:14 am. Issue seems to be a mechanical failure with blower. Vyaire shipped new blower under warranty to resolve the issue. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us had alarm 316 - blower failure found in logs. Customer confirmed that the issue happened during patient use. Furthermore, there was no information for patient harm associated with the event.